Manufacturer narrative:
The reported events of premature battery depletion was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed premature battery depletion on the pacemaker (pm) and low out-of-range pacing impedance on the right ventricular (rv) lead. Additionally, no capture was noted on the rv lead. On (B)(6) 2026, the physician explanted and replaced the pm. The rv lead was capped and replaced that same day. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - the rv lead was capped on (B)(6) 2026 and was not explanted as previously stated.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed premature battery depletion on the pacemaker (pm) and low out-of-range pacing impedance on the right ventricular (rv) lead. Additionally, no capture was noted on the rv lead. The physician explanted and replaced the pm and rv lead. The patient condition was stable.